Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that in the last week or so they noticed the communicator was no longer reaching a full charge. The patient noted that they usually keep the communicator plugged in when they aren't using it, but they were noticing that the battery indicator light was not turning green like it used to. The patient tried different outlets and micro-usb cables, but the communicator still would not fully charge. On sunday they had a hard time getting the communicator to connect to the handset. The patient was trying to connect to the ins so they could turn the therapy on because the therapy had turned off somehow. The patient eventually got the therapy turned on, but they were concerned something was wrong with the communicator. The issue was not resolved. A request was sent to the repair department to replace the communicator.